Event description:
It was reported that the comb is bent. It was later clarified that the device was assembled incorrectly by the company. The comb was put on backward which resulted in damage to the comb. Occurred during surgery and there was a 30 minute delay, but there was no harm or injury and no additional skin grafts were needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: a1, a2, b3, b4, b5, e1, e4, g3, g6, h2, h6, h10. E1 - telephone number: (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the comb is bent. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.